Manufacturer narrative:
(B)(4).

Event description:
It was reported that a low transmitter battery alert occurred. Data was evaluated and the allegation was confirmed. The probable root cause was determined to be low transmitter battery voltage. In addition, a failed transmitter error was found in connection to the reported allegation. The reported issue of a low transmitter battery alert is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) MFR 3004753838-2019-69282 was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable.

Event description:
Complaints reported against this product do not meet the requirements for reporting to the FDA as the system is not marketed in the united states and it is not similar to products marketed in the united states.